Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reports got a uti 10 days ago that is believed to be due to implant since not voiding enough. Pt reports was placed on antibiotics but infection returned thursday. Pt reports increased therapy strength but was uncomfortable and painful so turned ins off. Pt reports wants to increase therapy strength to 0.40v. Agent walked pt through increasing therapy strength. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.